Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a worn downstream occlusion (dso) sensor nub was found. The customer's problem was replicated. The cause of the problem was a worn dso sensor nub, and it was replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a double beep. There was no patient involvement, no patient injury was reported.